Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension and two (2) ovation ix extenders. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per IFU. Approximately three and a half (3.5) years post initial procedure, the patient presented with a type ia endoleak. The physician elected to monitor the patient and scan in another 30 days to discern if the endoleak self-resolves.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension and two (2) ovation ix extenders. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per IFU. Approximately three and a half (3.5) years post initial procedure, the patient presented with a type ia endoleak. The physician elected to monitor the patient and scan in another 30 days to discern if the endoleak self-resolves. After the initial report, it was identified that this event was unintentionally captured as an afx device; therefore, it was filed under the incorrect MFR#. The event has been resubmitted under the correct device (alto) and refiled under MFR# 3008011247-2022-00096.